Event description:
IV stopcock extension set came apart at glued/sealed connection. This caused a significant amount of blood loss from the pt backwards through the IV, out this defective connection and onto the floor.